Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead failed to capture and had sensing issues. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.